Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Investigation summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the xc200 cartridge was received empty with 5 loose clips and two of them closed. The clips and cartridge were visually inspected and no defects were observed. The loose clips were manually loaded on a test device for its functionality. Upon functional testing of the clips, the instrument retained and deployed the clip as intended. The clip was formed as intended and conforming to our manufacturing requirements. The event described could not be confirmed as the clips were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following responses were provided: could you kindly provide the lot number, please? Unk -could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. We regularly contact with sale rep about the device returning. Package lot number of the clips? Unk, please provide the applier product code and lot number? Ka200 the lot is unknown. Please confirm if there is an issue with the applier? No if yes, please create a product complaint and provide the respective reference number(s). What suture type and size was used? Unk - when the event occurred, was the suture placed near the hinge of the clip?unk - were you able to lock the clip closed on the suture?no if yes, after it closed, was the clip holding securely fixed on the suture?na. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture clips were used. The clip could be loaded into an applier, but it could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.